Event description:
It was reported that during a lumbar fusion procedure, the pedicle probe ((B)(4) ) bent from lateral force applied by surgeon while he was cannulating pedicle. Surgeon used the probe to complete the procedure. The bent probe was noted after the procedure was completed. After screw insertion, while surgeon was tightening down the screw, he noticed that the tip of the screwdriver ((B)(4)) was nicked/gouged. During screw insertion, a piece of thread came off of the holding sleeve ((B)(4)). In addition, the head of the matrix polyaxial screw ((B)(4)) broke off during screw insertion. Nothing broke into wound. All broken pieces were retrieved, no harm to patient. Nothing broke into the wound, all broken pieces were retrieved and the surgeon completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product development evaluation visual results revealed that the first thread on the distal end was slightly rounded and the remaining threads had minor dents and burrs from use. The tip could be inserted in a screw as intended. There is only minor thread wear visible and the device does not exhibit the complaint condition. The device functions as intended based on the condition on the returned device, the inability to replicate the complaint, and that the device functions as intended, the cause is unable to be returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 2 for complaint (B)(4). Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 2 for complaint (B)(4).